Event description:
It was reported that during a bronchial ultrasound puncture procedure, the needle used for normal puncture cannot be recovered. An emergency operation was performed to remove the puncture needle which resulted to the prolongation of the procedure for more than 30 minutes while the patient was under sedation. The procedure was then completed with a similar device. Additional information received and the customer clarified that the needle has not completely fallen out and was slightly connected to the sheath tube. The needle was then slowly removed in the scope's field of view. The customer confirmed there were no adverse patient sequelae.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. This was initially reported as a serious injury, however, based on additional information there is no indication that the device caused or contributed to patient harm. Updated fields: b5, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. It was confirmed that the tip of the needle tube on the hand side, which is supposed to be glued to the suction port of the control unit, had come detached from the adhesive part with the suction port. Furthermore, when the condition of the tip of the needle tube on the hand side was checked, there were traces of the adhesive. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the emergency operation that was performed meant that the customer handled/operated carefully and slowly so that the needle would not fall into the patient's body. There were no further reports of patient harm.